Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports through 3012447612-2022-00259.

Event description:
It was reported that during a surgery to remove previously-implanted hardware at the patient's request, the tips of five drivers broke while attempting to remove the final iliac screw. The first eleven screws were successfully removed, but the twelfth screw could not be removed so the tulip was detached and removed, leaving the screw shaft in place. There was a delay associated with attempting to remove the final screw, but there were no impacts associated with the delay. This is report one of six for this event.

Event description:
It was reported that during a surgery to remove previously-implanted hardware at the patient's request, the tips of five drivers broke while attempting to remove the final iliac screw. The first eleven screws were successfully removed, but the twelfth screw could not be removed so the tulip was detached and removed, leaving the screw shaft in place. There was a delay associated with attempting to remove the final screw, but there were no impacts associated with the delay.this is report one of six for this event.

Manufacturer narrative:
Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the tips on four of the five returned inserters have fractured off. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.